Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. Additional information requested and received: when the device fired, were malformed staples noted? Yes it was.

Manufacturer narrative:
(B)(4). Batch #: u5f59x. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information.

Event description:
It was reported that during the endoscopic lobectomy surgery. After fired, the surgeon noted that the tissue was not cut and staples deployed on the tissue. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.